Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that after the basket successfully removed the stone the physician detected that the wire guide coating peeled off (coating damage), the physician changed to a boston scientific wire guide to continue the cannulation (loss of wire guide access). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: e1 country: china. Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open box and pouch from the lot number provided in the report. The labels match the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split and peeled exposing the core wire approximately 16.3 cm to 27.3cm from the distal end with partial socking of the coating noted 8.4cm to 16.3cm from the distal end with a piece hanging at the end of the socked area. The coating was unable to be unsocked with the portion hanging loosely detaching during efforts to unsock. No portion of the coating appears to be missing. The straight split lines with a shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. Photos were exchanged with production leadership and a lab meeting was held with manufacturing engineering on 12feb2025. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. This nonconformance is considered an operator related occurrence. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformance's identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. A retraining has been performed for the operator previously after the manufacture date of this product. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action (CAPA) was initiated to investigate device failure due to coating damage during the scoring process. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.